Event description:
A ventilator was evaluated at the manufacturer's sales office for a routine check out procedure. The device was not in patient use. During check out procedure at the manufacturer's sales office, a failure to delivery flow was observed. The device's active exhalation control module was replaced to address the issue.